Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. Warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution. Lot #: m16201b832 or m16102b816, expiration date: 3/31/2021 or 2/28/2021, device manufacture date: 04/14/2016 or 03/18/2016.

Event description:
A patient underwent high tibial osteotomy (hto). During the operation, the surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted an bone void filler (this product). About 17 months after the hto, the surgeon carried out an operation to remove the bone plate and bone screws (hereafter, operation for metal implant removal). However, during the operation for metal implant removal, the surgeon noticed that the bone plate had broken. The surgeon reviewed a series of x-ray images of the patient taken after the hto and found that the plate breakage had occurred 12 months before the operation for metal implant removal.according to the surgeon, lateral cortical hinge fracture might have occurred after the hto. Comments from the surgeon: this adverse event (plate breakage) might be attributable to unfavorable plate positioning or namely, the bone plate was positioned slightly closer to the front of the tibia than usual.